Manufacturer narrative:
Device not accessible for testing (4117) at this time, the customer has not requested getinge to evaluate the iabp. Attempts are being made to obtain additional information with regard to the repair and status of the iabp unit. A supplemental report will be submitted when this information is provided to us. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read dr. Evangelos oikonomou. Not returned to manufacturer.

Event description:
Was reported that during use the cardiosave intra-aortic balloon pump (iabp) had fiber optic(fo) sensor module failure. A getinge service support representative advised customer via telephone to switch to another pump if one was available and to send malfunctioning unit to biomed for service. Customer called back several minutes later needing assistance in moving from fo to transducing the central lumen. Customer advised another pump is not immediately available so getinge service support representative walked through the steps to transduce. The fo was disconnected and the transduced waveform was zeroed successfully. Customer advised that they will send pump for service the next morning. It was communicated to the customer that the "fo sensor module failure" will still be displayed although not using fo. There was no adverse event reported.